Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer states the reservoir was not working and the customer's blood glucose levels were high. It was reported that the pump did not alarm for no delivery. The customer's blood glucose level at the time of incident was 306mg/dl. Troubleshoot for absence of no delivery alarm was reported to be conducted. It was reported that the pump passed the self-test. It was reported that the customer was advised to monitor the device and call back if issues persist.